Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report #: 1627487-2018-02590. It was reported that the patient experienced a discomfort described as a burning sensation on the back of her thighs. As a result, the patient underwent surgical intervention to explant the right side l5 lead, however, the lead was only partially removed as the tip was left in the header. Reportedly, the left l5 was left implanted. The patient was reprogrammed to turn off the lead tip remaining in the header. Effective therapy was restored post operatively. Note: it is unknown which lead is liable, as a result both leads are being reported